Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was heparinized with an activated clotting time (act) post transseptal of 382. A 27mm watchman laa closure device was deployed. During the procedure, the device was continuously monitored via transesophageal echocardiogram (tee) with no thrombus or any abnormalities noted. The closure device met the release criteria and was released. On release of the device, the core wire slid to the anterior side of the device, but it did not go forward. Once the device was released, it was noted on the superior aspect of the closure device there was a possible thrombus on the face of the device. The patient was started on coumadin and baby aspirin and will be followed up at the 45 day tee. The patient was discharged home the following day without incident.